Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a left thoracoscopy with wedge resection procedure, the device did not staple. Another like device was used to complete case. There was no pt consequence.